Event description:
It was reported that during the pulse field ablation procedure to treat paroxysmal atrial fibrillation (a fib) with the farawave catheter, the patient experienced a perforation at the posterior aspect of the heart. Patient pressures remained normal through the case, post case an ice imaging showed effusion followed by transthoracic echocardiogram (tte). A pericardiocentesis was performed and the patient is expected to fully recover. The device will not be returning as it was disposed by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the pulse field ablation procedure to treat paroxysmal atrial fibrillation (a fib) with the farawave catheter, the patient experienced a perforation at the posterior aspect of the heart. Patient pressures remained normal through the case, post case an ice imaging showed effusion followed by transthoracic echocardiogram (tte). A pericardiocentesis was performed and the patient is expected to fully recover. The device will not be returning as it was disposed by customer. It was further reported that the ablation was successfully completed, it was post ablation that the baseline effusion was noticed to have grown.